Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the thigh. The cgm reading was 400 mg/dl and the bg reading was 270 mg/dl, causing her pump to release more insulin. Which resulted in the patient losing consciousness. There was no documentation on how long it took from the measurements to the patient's passing out. An ambulance was called, and the patient was taken to the hospital. The patient regained consciousness at the hospital. At the hospital, the patient was treated with IV fluids and insulin (no mention if the insulin was provided for diabetes management). The patient was discharged after 2 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.